Event description:
A hospital in (B)(6) reported via a distributor that the dry line tube was missing from the rt105 adult inspiratory-heated breathing circuit kit. This was noticed prior to patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). PMA/510(k): the rt105 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt105 adult breathing circuit kit, which was returned unsealed, was visually inspected for missing dry line tube. Results: visual inspection revealed that the dry line tube was missing from the returned rt105 adult breathing circuit kit, confirming the reported fault. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is likely that operator error has resulted in the omitted tube. There are standard operating procedures (sops) in place to assist operators on the production line to correctly pack the breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. (B)(4).